Event description:
It was reported that after an uneventful ion endoluminal lung biopsy with an ion catheter, and an ablation procedure with an unknown ablation device, the patient developed an infectious exacerbation of chronic obstructive pulmonary disease (copd) and subsequently expired. The physician reported that the procedure was completed as planned with no delays and went smoothly, no intra-operative complications occurred. The post-procedure observations and imaging were satisfactory. The patient was clinically well and was discharged from the hospital the day after the procedure with steroids and antibiotics, which are reported to be prescribed routinely post-ablation by the physician. The patient was admitted to their local hospital 9 days after the procedure with an infectious exacerbation of chronic obstructive pulmonary disease (copd). The chest x-ray did not show any consolidation at the ablation zone or elsewhere. The patient expired 13 days after the procedure. The cause of death was reported to be infective exacerbation of copd.

Manufacturer narrative:
A review of the ion system logs for the reported procedure date found that no errors occurred during the procedure that were relevant to the reported event. Device history record (DHR) review for the devices used during the procedure found there were no non-conformances identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient with known copd underwent a bronchoscopy and lung ablation utilizing an ion system. The ablation was completed without issue nor complications. Post procedure imaging was satisfactory and the patient was discharged home with steroids and antimicrobials per routine practice the following day. About one week later the patient was hospitalized with an exacerbation of copd triggered by an infection. Chest x-ray did not reveal any consolidation. The patient cause of death was reported as copd exacerbation due to an infection. There was no malfunction of the ion system, instruments or accessories. There are very limited case series data for bronchoscopic lung ablation. Based on the available data the death was possibly procedure related. Pritchett ma, reisenauer js, kern r, wilson ds, meyers ee, szapary po, laeseke pf. Novel image-guided flexible-probe transbronchial microwave ablation for stage 1 lung cancer. Respiration. 2023. Lau kkw, lau rwh, baranowski r, krzykowski j, ng csh. Transbronchial microwave ablation of peripheral lung tumors: the navablate study. Journal of bronchology & interventional pulmonology. 2024.